Manufacturer narrative:
(B)(4). The lot number 12n033 was manufactured between december 10, 2012 and december 11, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a backflow of solution while priming an infusor elastomeric device. It was reported that there was "initial patient involvement", though no patient injury or medical intervention was in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. No defect was observed during visual inspection. A functional leak test was subsequently performed by refilling the unit with green color water. During fill, leakage (backflow) was observed at the fill-port. A tiny fragment of particle approximately 0.4 mm in size was found trapped under the check-band during microscopic examination. The particle was confirmed to be acrylic material per the itr spectrophotometer scan. The assignable cause of the reported condition is due to a particulate matter (pm) fragment (acrylic) trapped under the check-band. The stress member itself is made of acrylic material and the pm is the fragment of the stress member. Should additional relevant information become available, a supplemental report will be submitted.